Event description:
Caller reported a cartridge alarm 20 occurring. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted the caller in attempting to load a new cartridge, but the alarm recurred, leading to a decision to replace the pump. Technical support advised the caller to utilize multiple daily injections (mdi) as backup therapy and confirmed a replacement pump with updated software would be provided. The caller was given instructions for the pump¿s storage mode and advised on the steps to take upon receiving the new pump, along with instructions for returning the problematic pump within 10 days.